Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 250 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.